Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that her blood glucose was elevated to over 650 mg/dl and read "hi" on her blood glucose monitor and she did not feel well. Her normal blood glucose level is 210 mg/dl. She stated that she was going to change her infusion site. The patient was not feeling well and a follow up call was scheduled to gather additional information. Upon follow up on 08/12/2008, the patient stated that she was not able to remember the details of the incident, but stated that her blood glucose did lower before bedtime (below 200mg/dl). She stated that she believes the elevated blood glucose was due to poor insulin absorption. She has since seen her doctor and has had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.